Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a communication fail error message and would not boot up completely. There is no report of pt injury associated with this event.